Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the bending irons for 6.0 mm rods (right: 329.052 lot a7ma17 and left 329.053 lot a7la28) are components of the dual-opening uss instrument and implant sets (105.127/147.127) and alternative/optional instruments for the veptr and veptr ii systems. In all uses, they are intended to contour 6.0mm rods to match patient anatomy (technique guides j3985-g, j5613-e and j8255-d). The top level drawings for the bending irons (329_052 rev b and 329_053 rev b) used at the time of manufacture (10/2010 and 7/2009 respectively) were reviewed and found to be suitable for their intended use. Both devices were received under the complaint category ¿broken: intraoperatively.¿ both bending irons were examined under magnification and no flaws were identified. The bending irons appear to be in good condition and will function as intended. As such the complaint is unconfirmed. The design and clinical risk assessment of the veptr system, (B)(4), addresses the hazard of ¿bending iron jaw may break¿ as a result of ¿excessive pressure/improper handling/repeated usage¿ on lines 1800a and 1810a for the right and left irons respectively. The bending irons were received under the complaint condition ¿broken: intraoperatively.¿ both instruments were evaluated under magnification and no faults were identified. Therefore the complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #728155 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 46hrc and was found to be good. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the insitu benders broke intra-operatively while bending the rod. There was another set of benders available to use, and the surgery was completed with no reported delay or extension of time to the procedure. The broken fragments were removed without additional intervention. There was no reported patient or procedure harm noted. The patient status/outcome is reported as fine and the procedure was completed successfully. This is report 2 of 2 for (B)(4).